Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Failure event observed during analysis. Final analysis found that the lead was returned in two pieces which had multiple insulation abrasions, exposing the outer coil. The abrasions were consistent with constant friction to another implantable device. (B)(4). (B)(6).